Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt there was difficulty placing the lead due to patient anatomy. It was reported that one day following the implant, there was an increase in impedance on the lead and a decrease in r waves. It was also reported that there was tamponade and a drain had to be placed. The lead remains in use. No patient complications were reported as a result of this event.